Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: n/a. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with a missing stopper. It was stated ¿the stopper wasn't installed.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned photos of a 1/2cc syringe. Customer states that the stopper wasn¿t installed. The photos were examined and exhibited missing stopper. No damage to the plunger rod was observed. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.